Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges that the green bite block separates easily from the white handle. The alleged defect was discovered during functional inspection. There was no pt involvement with these particular units.